Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation revision with mentor smooth round spectrum, 275cc saline prosthesis experience right sided deflation post operation. The issue was diagnosed through physical examination. As a report, the patient underwent removal surgery on (B)(6) , 2025.

Manufacturer narrative:
Suspect device received on september 22, 2025. Device evaluation completed on september 29, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view, measuring approximately 0.2 cm, was noted.. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. The contralateral device was also received (lot number 9734531). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Per additional information received on september 29, 2025, the patient underwent bilateral replacements per follows: left 350-1440 (B)(6), right 350-1440 (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on october 23, 2025: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination and thickness measurement of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and a tear on the anterior view, measuring approximately 0.2 cm, was noted. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformance's were identified as part of this evaluation. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The contralateral device was also received (lot number 9734531). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).